Event description:
A customer reported a malfunction with their pump, with no significant events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the malfunction without recurrence. The customer was advised to monitor for any future malfunctions and to call back if they occurred.